Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1 ml of juvéderm® volux¿ into the chin and juvéderm® volbella¿ with lidocaine into the lips. Just over two months later, patient presented with complaints of redness, induration, and local increase in temperature in the areas of the chin where volux was injected. Patient was prescribed unidox solutab 100mg twice daily for 5 days; etoricoxib 60mg once daily for one month, and movinaza 10mg 3 times daily for one month. Two weeks later, hyaluronidase was injected with ultrasound guidance. Event remains ongoing.